Event description:
Caller alleged discrepant low inratio inr result in comparison to the laboratory inr result. Results are as follows: date: (B)(6) 2014, inratio inr: 0.9, laboratory inr: 2.5. The time between testing and the patient's therapeutic range was unknown. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
The customer reported a discrepant low inratio inr result during testing on (B)(6) 2014. The customer did not provide lot numbers or return products for investigation. Further investigation was not possible without additional information. Root cause could not be determined from the information provided by the customer. Since the product associated with the complaint was not returned, and a lot number was not provided, manufacturing record review was not performed and further investigation was not possible. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.